Event description:
It was reported that auto mode switching was observed on the atrial lead. Electrocardiograms suggested atrial fibrillation with atrial undersensing. No changes were made. The clinic opted just to monitor for the time being. The patient was stable.

Event description:
New information received notes atrial noise reversions, electromagnetic interference (emi) and oversensing in auto mode switching (ams) episodes was observed on the right atrial (ra) lead. Ventricular sensing was present throughout, so, there were no patient consequences, and no interventions were planned.